Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol was returned pressed down on three(3) iol case posts, resulting in deformation of the iol. Solution is dried on the iol. The optic is scratched/marked rejectable. We are unable to determine the root cause for the reported complaint "damaged lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was damaged. The timing of the event and patient impact are unknown. Additional information has been requested.